Event description:
It was reported that: manta closer case had complication. Cut down was procedure performed. Additional information received on 30nov2023 during an evar procedure. Heavy bleeding after pulling back to "green" tension unable to determine if correct technique was used to deploy manta device manta delivery/deployment issue. The procedure was completed with a different device no harm or injury to the patient.

Manufacturer narrative:
Qn#(B)(4) no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301504 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an evar procedure, an 18f manta device was deployed for closure. Following withdrawing the 18f manta closure to yellow/green as indicated in the tension gauge window, copious bleeding was present. Following deployment, bleeding continued at the puncture site, and hemostasis was not achieved. The physician chose to do a surgical cut down to repair the artery, explant manta, and achieve hemostasis. Due to the insufficient information submitted regarding initial, deployment and surgical intervention procedures, positioning of manta seen during the cut-down, patient conditions and environment, no angiograms or device submitted for investigative purposes and after unsuccessful attempts at obtaining further information for this investigation, no teleflex proctor was present for the initial, deployment or surgical intervention procedures, and no response from the customer, the root cause of manta unable to deploy properly, requiring surgical intervention, cannot be determined. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding and possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue for manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: manta closer case had complication. Cut down was procedure performed. Additional information received on 30nov2023. During an evar procedure. Heavy bleeding after pulling back to "green" tension. Unable to determine if correct technique was used to deploy manta device. Manta delivery/deployment issue. The procedure was completed with a different device. No harm or injury to the patient.